Manufacturer narrative:
It has been over x years since the subject device was manufactured. The device was returned to olympus for inspection where the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope exhibited the bending section cover missing from the device. There were no reports of patient involvement. This report captures the reportable malfunction identified by olympus during device evaluation.